Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side. Concomitant medical products: product ID: neu_epidural needle, lot# unknown, product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: neu_epidural needle, serial/lot #: unknown, ubd: , UDI#: this report is a correction. Regulatory report 3007566237-2018-00433 captured the initial report. No further regulatory reports will be submitted under report number 3007566237-2018-00433. If additional information is received it will be captured in this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a trial patient. An out of box failure was reported. It was reported that healthcare provider (hcp) complained the curved tip needles provided in leads kits were poor quality. When inserting the lead into the needle, it is not moving smoothly through the hub and once the electrodes exit the needles, it is extremely difficult to retract the lead back into the needle. There was some type of partial occlusion or burr or something like that. He also added that when an electrode is outside of the needle tip, it is difficult to retract and he has to redo the epidural. The hcp demonstrated it today for the representative and she observed it as well. The hcp commented "these needles are terrible." No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.